Manufacturer narrative:
(B)(4). Date sent: 08/15/2019. The DHR for lot 12316 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12316 was an affected lot of the 2018 linx recall. Additional information requested and received: 1. Pt is currently experiencing heartburn, regurgitation, eructation. 2. The linx will be explanted and a new device will be placed on (B)(6) 2019 by dr (B)(6). 3. The patient does not have an autoimmune disease. 4. The patient is not actively taking any steroids or immunosuppressants. 5. Per records, the pt was on ppi qd and h2 prn. 6. The pt is currently taking ppi qd. 7. The linx was originally implanted on (B)(6) 2017. Per photographic evaluation: two x-ray images were received. The linx device in a discontinuous state (not in the expected annular position) is visible in both images. The mechanism/cause of failure cannot be determined from the x-rays provided.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2019.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2019. Video review and device analysis: a video was received showing a portion of the explant procedure. This video was reviewed by the ethicon medical safety officer. "The video consisted of some intraoperative footage of a linx device removal. On opening the fibrous capsule around the device there was no evidence of a circumferential device. These video clips would be consistent with a discontinuous device and confirms the suspicion about the findings seen on x-ray images." Analysis found that the returned device had an exposed weld ball visible paired with the washer through hole of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be greater than the specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. The DHR for lot 12316 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12316 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date of event: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What symptoms lead to the discovery of the discontinuous device? When did they begin? When was the device implanted? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Is the patient experiencing any symptoms (gerd, dysphagia, etc)? Does the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Was the patient on any medication to treat the gerd symptoms prior to the device being implanted? If yes, what was the medication? Is the patient currently on any medication to treat gerd symptoms? If yes, what is the medication? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant?

Event description:
It was reported that a discontinuous linx device was identified by x-ray, no removal date scheduled yet. She is a (B)(6) yo with recurrent gerd after pregnancy on ppi. No further information provided.